Manufacturer narrative:
The investigation confirmed, the customer's calibration data was ok. The customer's qc data was requested, but the customer confirmed, the qc was acceptable. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's calibration data was requested but not provided. The field service engineer discovered loose screws on the sample mechanism. He tightened the screws and performed various adjustments. He performed service tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas 6000 e 601 module. The customer confirmed qc was acceptable prior to patient testing. At 18:03, the patient's initial troponin result was 114.0 ng/l, and this result was reported outside the laboratory. At 19:06, the patient had a new sample collected and the patient's troponin result was within normal range, 16.39 ng/l. The physician requested the initial troponin sample to be repeated. The customer performed repeat testing on the same analyzer and on a cobas e 411 immunoassay analyzer for confirmation. At 21:02, the patient's repeat result on the e 601 was 15.30 ng/l. At 22:13, the patient's repeat result on the e 411 was 14.81 ng/l. The customer determined the repeat results were correct for the patient. The troponin reagent lot number was 459546 with an expiration date requested but not provided.